Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose around (B)(6) 2019 with blood glucose of 15 mg/dl at the time of the incident. The customer was given glucose to treat and was put in an induced coma. The customer experienced symptoms such as loss of consciousness. The customer was most likely wearing the insulin pump during the incident. The customer stated they might have missed a meal. Troubleshooting was not completed as this was a past event. The customer stated they died for 8 minutes and then were revived. The insulin pump will not be returned for analysis.